Manufacturer narrative:
(B)(4). The patient was a newborn infant. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received; however, a companion sample was received for evaluation. Visual inspection, clear passage test, pressure test and simulated use testing were performed with no defects noted. The reported problem was not verified, as the companion device performed within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set disconnected from a patient. This occurred during infusion of unknown antibiotics with an unknown baxter infusion pump. The pump was set to infuse 10 ¿ 11 ml/hour. The reporter stated that the patient ¿knocked the extension set out of the interlink hub¿ when moving around. The patient completed the therapy by receiving an intramuscular shot. The interlink device was not reconnected. The patient was discharged from the facility on an unknown date. There was no patient injury or medical intervention reported. No additional information is available.